Event description:
On (B)(6) 2021: follow up information was submitted to update awareness date and the result of complaint investigation of the returned used device (1 tubing) showed that the tubing was detached from the tubing connector. Based on the result: type of investigation code, investigation findings code and investigation conclusions code were updated. Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2021, it was reported that in the morning, the patient noticed that the infusion set's tubing detached from the site connector while the patient was sleeping. The site location was at the side of patient's chest. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that in the morning, the patient noticed that the infusion set's tubing detached from the site connector while the patient was sleeping. The site location was at the side of patient's chest. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.